Manufacturer narrative:
Summary device evaluation: the investigation of the returned coil system found the implant to be distally advanced through the microcatheter and the proximal end stuck in the microcatheter distal tip. Further inspection showed the implant's proximal tie knot uv glue was caught in the microcatheter's distal marker band. The investigation found the coil system and the microcatheter used in the procedure were incompatible, which is consistent with the implant becoming stuck within the distal tip of the microcatheter as described in the reported complaint.

Event description:
It was reported that the coil was used to embolize a shunt extending from aorta near th9 to the lung. After an angiographic catheter (4fr, 80cm, shepherd hook type,) was advanced to the shunt entry. A pinnacle blue was attempted to be advanced but was unable to be advanced to the target site for embolization. Another pinnacle blue of the same specification was used, but could not be advanced to the target site, as well. The pinnacle blue was replaced with an attendant sp which was able to be advanced to the target site, and each 1 piece of the azur cx18 (mv-ax80620cl) and azur cx18 (mv-ax80724cl) were implanted. Then, another azur cx18 (mv-ax80724cl) was inserted, placed, and detached. When the attendant sp was manipulated, the detachment point of the implant end of the azur cx18 (mv-ax80724cl), which was the last implanted coil in the target site, was found to be caught with the tip of the attendant sp. The attendant sp and the implant were carefully withdrawn and removed. Subsequently, two additional competitor coils were then implanted, and the procedure was successfully completed. There was no patient health damage.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for evaluation but has not yet been returned. If the device is received the investigation will be performed and a supplemental MDR report will be submitted.